Manufacturer narrative:
G4:10feb2021. B4:11feb2021. During routine testing, it was discovered that the lcd display was dim. The customer replaced the front bezel to correct this condition. The unit was tested and returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2021. (B)(6) 2021.

Event description:
The customer having trouble getting the screen to brighten or adjust it to get brighter. There was no patient involvement.